Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. An alternate method of insulin therapy was not available. Multiple attempts were made by tandem customer technical support to confirm that customer obtained alternate therapy; however, customer did not respond. Customer¿s blood glucose level was 199 mg/dl.